Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The pain was felt with any pressure, while charging, lying, walking, sitting & standing. The physician prescribed lidocaine patches. Additional information was received that the patches have been unsuccessful in relieving the pain. No further plan of action at this time.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The pain was felt with any pressure, while charging, lying, walking, sitting & standing. The physician prescribed lidocaine patches.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The pain was felt with any pressure, while charging, lying, walking, sitting & standing. The physician prescribed lidocaine patches. Additional information was received that the patches have been unsuccessful in relieving the pain. No further plan of action at this time. Additional information was received that the ipg site pain had not settled and therefore the patient underwent a ipg pocket site revision. The procedure was completed successfully, and the patient was recovering well. The ipg remains implanted and there were no devices added or removed.